Manufacturer narrative:
Block h2 (additional information): block d4 (lot number, expiration date), has been updated based on the additional information received on february 10, 2010. Block h6: imdrf device code a0501 captures the reportable event of snare loop detached. Imdrf impact code f2301 captures the reportable event of the retrieval of the snare loop from the patient. Block h10: investigation results only the loop was returned without the cannula and after a microscope inspection, the loop looks without any marks or damage on it. No other device problems were noted. The reported event of "loop detachment of device or device component" can be confirmed. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem that could have caused the complaint. Device analysis found the loop without the cannula loop, the cannula loop helps to identify if there was a good crimp between both. Based on the analysis of the returned device and the information available, the code selected as the most probable root cause is cause not established. This code was selected since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. An investigation to address this problem has been completed.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, after polyp was cut, the snare loop got detached from the main wire line. The detached loop was retrieved from the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a0501 captures the reportable event of snare loop detached. Imdrf impact code f2301 captures the reportable event of the retrieval of the snare loop from the patient.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, after polyp was cut, the snare loop got detached from the main wire line. The detached loop was retrieved from the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h2 (additional information): block d4 (lot number, expiration date), has been updated based on the additional information received on february 10, 2010. Block h6: imdrf device code a0501 captures the reportable event of snare loop detached. Imdrf impact code f2301 captures the reportable event of the retrieval of the snare loop from the patient.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used to remove a polyp in the colon during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, after polyp was cut, the snare loop got detached from the main wire line. The detached loop was retrieved from the patient. The procedure was completed with the original device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.